Event description:
P1008 - radial tear - issue: on (B)(6) 2023, ((B)(4)) it was reported to a cas that the dr. Had a radial tear on procedure # 6791 at the toric markers on the refractive capsulorhexis. Dr. Switched to a 3-piece lens and sutured the lens in place.

Manufacturer narrative:
Measure: this issue only impacts this specific device. Analyze: cas, reviewed the open call for (B)(4). Case #6791- suction ring placement was well centered with minimal patient movement. Refractive capsulorhexis began in frame #3 with breakthrough in frame #11. Minor patient movement and excessive pressure in the sub-incisional area could contribute to a weak capsulotomy resulting in a radial tear. Root cause: minor patient movement and pressure of the lens could contribute to a weak capsulotomy. Laser functioned as designed.